Event description:
The customer reported that the pads were placed on patient and it began smoking. There was no patient harm reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history records (dhrs) were reviewed, and no abnormal process conditions were present during the manufacturing of the product, or the subassemblies that could have led to the reported condition as described by the customer. The DHR review shows that all acceptance criteria inspections were within acceptable limits during the production process. The device was received for evaluation. Visual inspection showed no damage to the product. There are no soot marks, burn marks or any other mark indicating an issue with the wire set or the presents of wire fibers. The wires were inspected, and no damage was noted to the wires. There do not appear to be any pin holes in the foam. No hair or other debris appears to be present in the sample. Testing was performed on the electrode set and indicated that the wires are good and there is no disruption or damage to the wires. The sample was also put through 3 shocks at 360j, there were no sparks, no smoke, no burn, no issues during the testing. The results of the manufacturing facility investigation were unable to attribute any potential root causes associated with the manufacture of the product therefore no corrective or preventative actions are required at this time. We will continue to monitor reports and take actions as applicable.